Manufacturer narrative:
This serious case was assessed as reportable to the FDA with not related serious events upper gastrointestinal haemorrhage, duodenal ulcer and metastatic neoplasm due to the death of the patient. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a UK health care professional and concerns a female patient. She was injected with total of 1.5 ml of radiesse into the backs of her hands, on (B)(6) 2024. The patient was concomitantly injected with bocouture®, into the upper face and top lip, in (B)(6) 2024.. The patient was previously injected bocouture®, in 2023 (reported as up until last year). She had 3 sessions of micro needling and derma lux, in 2023, (reported as at the end of last year) and in 2024 (reported as the beginning of this year). The patients medical history included a fall and fracture of 2 ribs. Concomitant medication included non steroid anti-inflammatory drugs. Treatment with radiesse went satisfactorily. There was no excessive bruising or anything unusual. In 2024, after the radiesse injection, the patient experienced upper gastrointestinal hemorrhage, duodenal ulcer and metastatic cancer. On (B)(6) 2024, she died from upper gastrointestinal hemorrhage, duodenal ulcer, non steroid anti-inflammatory use and metastatic cancer, in the hospital.. The outcome of events was reported as fatal. In the opinion of the reporter, they did not know how any of her treatments had anything to do with her tragic death and did not believe there is any connection between the use of radiesse and the patient´s death.

Manufacturer narrative:
Correction: this serious case was assessed as not reportable to the FDA. The events (upper gastrointestinal haemorrhage, duodenal ulcer and metastatic neoplasm) were assessed as not related to the treatment with radiesse (+).